Event description:
It was reported the patient had ¿complications and reoperation.¿ it was noted the patient was implanted for severe and chronic cluster headaches. It was further noted the patient¿s fourth implantable neurostimulator (ins) was rechargeable. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).